Event description:
It was reported that this pacemaker had two signal artifact monitor (sam) episodes on the right atrial (ra) channel that resulted in the disabling the minute ventilation (mv) feature. Technical services (ts) noted a potential cause for the sam episodes. Additionally, there was a pacemaker mediated tachycardia (pmt) episode, but ts did not review the report nor did the caller ask ts to review the report. It was noted that the ra diagnostics looked stable and within limits. The plan is to turn the mv feature back on. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had two signal artifact monitor (sam) episodes on the right atrial (ra) channel that resulted in the disabling the minute ventilation (mv) feature. Technical services (ts) noted a potential cause for the sam episodes. Additionally, there was a pacemaker mediated tachycardia (pmt) episode, but ts did not review the report nor did the caller ask ts to review the report. It was noted that the ra diagnostics looked stable and within limits. The plan is to turn the mv feature back on. The device remains in use. No adverse patient effects were reported. Additional information indicates that the patient thinks they had back surgery at the time. No further action was implemented. All measurements were normal. No adverse patient effects were reported.